Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cerelink monitor was returned for evaluation: failure analysis - the device is working well and without errors. Root cause - the complaint could not be confirmed through evaluation. Probable root cause is improper use/user setup.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports. Other mfg report numbers: 3006697299-2026-00016, 3013886523-2026-00044. A facility reported a cerelink system (sensor/monitor/cable) was used on a patient. The monitor stopped working showing message: "possible input failure. Verify sensor, cables and patient lead connections.". Therefore, the sensor was removed.